Manufacturer narrative:
No product returned for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.

Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose was not impacted.